Event description:
The customer called technical support (ts) reporting that the device is displaying blower temperature high error code 1122. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer verified there is a code 1122 in the significate log. She claims the preventative maintenance (pm) service was recently done, and the inlet filter was very dirty prior to pm service. She replaced both filters per the pm procedure. On december 31, 2021, the unit had the check vent blower temperature high alarm. Filters are clean, and the cooling fan does operate properly. She plans to run the unit for a few hours. If the unit fails again for the blower temperature high, then she will replace a part. The rse recommended part numbers for the blower assembly and motor controller pcba. The customer ran the unit for a few hours with no issues. The device passed the required performance verification tests per the philips standard and was put back into service. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.

Event description:
The customer called technical support (ts) reporting that the device is displaying blower temperature high error code 1122. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer verified there is a code 1122 in the significate log. She claims the preventative maintenance (pm) service was recently done, and the inlet filter was very dirty prior to pm service. She replaced both filters per the pm procedure. On december 31, 2021, the unit had the check vent blower temperature high alarm. Filters are clean, and the cooling fan does operate properly. She plans to run the unit for a few hours. If the unit fails again for the blower temperature high, then she will replace a part. The rse recommended part numbers for the blower assembly and motor controller pcba. The customer ran the unit for a few hours with no issues. The device passed the required performance verification tests per the philips standard and was put back into service. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.